Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the circumflex artery. A 10mmx2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured from the beginning and could not be inflated at all. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the circumflex artery. A 10mmx2.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured from the beginning and could not be inflated at all. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.